Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian disorder ("ovarian disorder") and pelvic abscess ("abscess"). The patient was treated with surgery (hysterectomy. (Full) and oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia, ovarian disorder, pelvic abscess and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2004 (summons) and (B)(6) 2005 (pfs). Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), ovarian disorder ("ovarian disorder") and pelvic abscess ("abscess"). The patient was treated with surgery (hysterectomy. (Full) and oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia, ovarian disorder, pelvic abscess and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2004 (summons) and (B)(6) 2005 (pfs) patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event ovarian disorder and abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,chronic") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy. (Full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2004 (summons) and (B)(6) 2005 (pfs) patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Case becomes incident. Event injury updated to new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Lab data, reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.